Manufacturer narrative:
Device evaluated by MFR: the expo device was received with an expo pouch label. Magnified inspection revealed a hole in the unreinforced tip 3mm from the distal end of the tip. The diameter of the hole was slightly larger than the outer diameter (od) of a .035" guidewire. The wire used in the reported event was not received for analysis, thus a new .035" guide wire was used for functional testing. The .035" wire was advanced through the entire length of the catheter lumen with no unusual resistance and without exiting the shaft through the hole near the distal tip. Though the reported shaft perforation was confirmed, there was no evidence that this was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation of an unknown procedure, a guidewire exited abruptly on the side of the distal end of the catheter. During preparation, a 0.035 inch core wire was introduced in a model-6f expo wr (sgl) diagnostic catheter. Then the guidewire exited abruptly at the side of the distal end of the diagnostic catheter instead of the exit port. The procedure was completed with another model-6f expo wr (sgl) diagnostic catheter. No patient complications were reported and the patient's condition is fine.

Event description:
It was reported that during preparation of an unknown procedure, a guidewire exited abruptly on the side of the distal end of the catheter. During preparation, a 0.035 inch core wire was introduced in a model-6f expo wr (sgl) diagnostic catheter. Then the guidewire exited abruptly at the side of the distal end of the diagnostic catheter instead of the exit port. The procedure was completed with another model-6f expo wr (sgl) diagnostic catheter. No patient complications were reported and the patient's condition is fine.